Manufacturer narrative:
Initial reporter's telephone number is (B)(6). The initial reporter's name was not provided to siemens. Siemens has completed the investigation of the reported event. The siemens customer service engineer identified a faulty metal part that controls the position reading mechanism of the collimator (potentiometer-encoder) as the root cause of the reported issue. The reason for the component failure is unknown. The issue was corrected by exchanging the faulty component, calibrating the collimator, and returning the system to normal operation. The customer has been advised to check the position of the collimator more frequently in addition to daily qa checks as indicated in the user manual.

Event description:
It was reported to siemens that mistreatment of 5-7 patients had occurred due to an incorrect collimator position. The requested collimator position was 0 degrees, but the collimator physically moved to 10 degrees. This resulted in the pot/encoder values being different and the an incorrect displays resulted. The reported issue occurred only once in each of the total treatment flows per patient and did not have a major impact on the treatment plans. No patient injury was reported. Although no patient injury occurred due to the reported issue, there is still potential patient risk of severe injury if this issue were to reoccur. The reported event occurred in (B)(6).